Event description:
It was reported that the insulin gauge was inaccurate. Reportedly, the customer overfilled the cartridge and did not perform the air removal step properly. Customer re-loaded the cartridge to resolve the issue. There was no adverse impact to blood glucose.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. The tandem user guide instructs the user to remove any residual air from the cartridge. Per tandem's user guide: the single-use disposable cartridge can hold up to 300 units (3.0 ml) of insulin.